Event description:
It was reported that during a knee arthroscopy, when the saber wand was connected it was not getting recognized by the console and showed values of 0-0 in both indicators on the screen. It was reconnected and it worked. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. Results of investigation have concluded that this unit presented an e4 error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device revealed minimal electrode erosion - no abnormalities were observed. The wand was connected to a compatible controller and was activated in a beaker of saline solution for a few moments in which the controller exhibited an e-4 error. A continuity test was conducted from the connector block to the tip of the wand and revealed a short with the return. The handle was opened and there were no discrepancies observed with the active and return wires inside the handle. The complaint was not verified and the root cause could not be determined as the device was recognized as intended. Factors, which may have contributed to the reported complaint include: the device may have not been fully connected into the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during a knee arthroscopy, when the saber wand was connected it was not getting recognized by the console and showed values of 0-0 in both indicators on the screen. It was reconnected and it worked. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. Preliminary results of investigation have concluded that this unit presented an e4 error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.